Event description:
It was reported that the betadine swabs were upside down. The packaging had arrows at the top where it indicated as peel to open. Stated that the packages stand on the opposite end during storage and for opening. Customer stated that the foil package with betadine swabs were incorrectly placed which caused the betadine to leave the swab and run down the stick. When the customer tried to use the swab, the betadine was mostly dry. They have to add betadine since it was necessary. This had happened very regularly in the last 4 cases they have received. Per additional information received via sample form on 07dec2021, stated that the bard touchless catheter kit contains packages of povidone-iodine swab sticks. Sometimes all the shipments have these packages top-down from the indicated opening arrows (lot# ngfu0124). Stated that when opened, the iodine runs down the stick, not on to the swabs to coat them for use. Customer stated that the next shipment containing lots# ngfu5295, ngfv2674 with half of the packages were that way. Also customer separately stated the packages of swabs from the lot# ngfv2674 did not contained iodine, often the swabs did not contain enough to clean.

Manufacturer narrative:
The reported event was unconfirmed because the reported failure could not be reproduced. The device met relevant specifications. The product was not used for patient treatment. It was unknown whether the product had caused the reported failure. Visual evaluation of the returned sample noted one unopened (with original packaging), touchless plus urethral catheter kit with 1 opened pack swab sticks. Visual inspection of the sample noted opened the iodine pack and the 3-swab was assembled in the pack. There were no specifications on how the swab sticks should be inserted in the individual packets. Therefore, the investigation is unconfirmed. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not required as the reported event was unconfirmed. The actual/suspected device was inspected.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the betadine swabs were upside down. The packaging had arrows at the top where it indicated as peel to open. Stated that the packages stand on the opposite end during storage and for opening. Customer stated that the foil package with betadine swabs were incorrectly placed which caused the betadine to leave the swab and run down the stick. When the customer tried to use the swab, the betadine was mostly dry. They have to add betadine since it was necessary. This had happened very regularly in the last 4 cases they have received. Per additional information received via sample form on 07dec2021, stated that the bard touchless catheter kit contains packages of povidone-iodine swab sticks. Sometimes all the shipments have these packages top-down from the indicated opening arrows (lot# ngfu0124). Stated that when opened, the iodine runs down the stick, not on to the swabs to coat them for use. Customer stated that the next shipment containing lots# ngfu5295, ngfv2674 with half of the packages were that way. Also customer separately stated the packages of swabs from the lot# ngfv2674 did not contained iodine, often the swabs did not contain enough to clean.

Manufacturer narrative:
The reported event was unconfirmed and the device met relevant specifications. The product was not used for patient treatment. Visual evaluation of the returned sample noted one unopened (with original packaging), touchless plus urethral catheter kit with 1 opened pack swab sticks. Visual inspection of the sample noted the 3-swab sticks were assembled correctly. There was no obvious defects found. No root cause could be found because the reported event was unconfirmed. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The investigation is concluded, and no additional action is required at this time. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. As the reported event is unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the betadine swabs were upside down. The packaging had arrows at the top where it indicated as peel to open. Stated that the packages stand on the opposite end during storage and for opening. Customer stated that the foil package with betadine swabs were incorrectly placed which caused the betadine to leave the swab and run down the stick. When the customer tried to use the swab, the betadine was mostly dry. They have to add betadine since it was necessary. This had happened very regularly in the last 4 cases they have received. Per additional information received via sample form on 07dec2021, stated that the bard touchless catheter kit contains packages of povidone-iodine swab sticks. Sometimes all the shipments have these packages top-down from the indicated opening arrows (lot# ngfu0124). Stated that when opened, the iodine runs down the stick, not on to the swabs to coat them for use. Customer stated that the next shipment containing lots# ngfu5295, ngfv2674 with half of the packages were that way. Also customer separately stated the packages of swabs from the lot# ngfv2674 did not contained iodine, often the swabs did not contain enough to clean.